Event description:
It was reported that: "the epidural catheter snapped and broke while attempting to remove from the patients back. There was no medical intervention, and the patient suffered no consequences and was unharmed."

Manufacturer narrative:
Qn# (B)(4) UDI#:(B)(4) the actual device was not returned; however, the customer provided photos for evaluation. The photos appear to show a separated epidural catheter. A device history record review was performed on the epidural catheter with no relevant findings. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the epidural catheter snapped and broke while attempting to remove from the patients back. There was no medical intervention, and the patient suffered no consequences and was unharmed."

Event description:
It was reported that: "the epidural catheter snapped and broke while attempting to remove from the patients back. There was no medical intervention, and the patient suffered no consequences and was unharmed.".

Manufacturer narrative:
Qn#(B)(4). UDI#:((B)(4). The customer returned one snaplock assembly and two epidural catheter pieces. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter pieces revealed on the likely most proximal piece, the extrusion and coil wire are stretched at the likely distal end with the coil wire extending approximately 8.5cm beyond the extrusion. The extrusion and coil wire on the likely most distal piece are also stretched at the point of separation at the likely proximal end. Also, both the proximal and distal ends of the returned catheter pieces appear to be intact. The catheter appears to have been used as biological material can be seen between the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. The customer also provided photos that appear to show a separated catheter. The proximal end catheter extrusion piece measures approximately 70.0cm. The distal end catheter piece measures approximately 26.2cm. Both catheter pieces combine to measure approximately 96.2cm. None of the catheter appears to be missing. However, with the coils and extrusion being stretched, this is why the catheter is outside of the specification of 88.5-91.5 cm per graphic. A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit warns , "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal." The reported complaint of epidural catheter separating during use was confirmed based upon the sample received. The customer returned two catheter pieces that were separated at the extrusion. None of the catheter appeared to be missing. At the point of separation, the extrusion and coil wire are stretched on the likely proximal piece and is also stretched on the likely distal piece. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore , based upon the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time.